Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lot history record review was completed for the product, there was no non-conformance associated with the lot number.

Event description:
The hospital is very familiar using heartstring seal, but nevertheless this particular device could not be used. The heartstring seal got stuck inside the loader and did not come out. Product was discarded since it was contaminated with blood. There was no injury or death. There was no person claimed to be endangered. Institution / hospital: contact person at hospital: this report is filed as a serious injury because it was not known how the procedure was completed.